Manufacturer narrative:
(B) (4).

Event description:
The ins was replaced because patient "let it die for over 6 months". Also, impedances measured high during replacement; they were greater than 10,000 ohms. When re-tested at 3.0v values were 21,000-26,000 ohms. The extensions were switched in the snap-lid and impedances at 1.5v were then 400-500 ohms except: electrode 8 = 21,900; electrode 9 = 18,000; electrode 10 = 13,300. The lead was not tested in the snap-lid as the physician did not want to make a second incision. Intra-operative test stimulation indicating that the patient was getting stimulation coverage. Further information is being requested at this time.